Event description:
Information was received that the generator had migrated from the previous surgery, and per the physician this was because the suture which held the generator in place broke. It was noted that per the physician, the surgical intervention was for patient comfort only. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's vns was in a position that made him uncomfortable, it was very lateral near the armpit. The physician had planned to go in and move the vns and retunnel the existing lead, however due to the lead accidentally being cut during surgery, a full revision was performed. Product return and evaluation is not necessary because the reported event of pain is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.